Event description:
It was reported that at least 3 bd alaris smartsite extension sets experienced flow issues. The following information was provided by the initial reporter: we have 3 different lot numbers that won¿t flush.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20119639. Medical device expiration date: 2021-11-25. Device manufacture date: 2020-11-24. Medical device lot #: 21089079. Medical device expiration date: 2022-08-31. Device manufacture date: 2021-08-31 medical device lot #: 21089075. Medical device expiration date: 2022-08-18. Device manufacture date: 2021-08-18.

Event description:
It was reported that at least 3 bd alaris smartsite extension sets experienced flow issues. The following information was provided by the initial reporter: we have 3 different lot numbers that won¿t flush.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20119639. Medical device expiration date: 2021-11-25. Device manufacture date: 2020-11-24. Medical device lot #: 21089079. Medical device expiration date: 2022-08-31. Device manufacture date: 2021-08-31, medical device lot #: 21089075. Medical device expiration date: 2022-08-18. Device manufacture date: 2021-08-18.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the smartsite will not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 22003e-07 lot number 20119639 was performed. There was one quality notification issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 22003e-07 lot number 21089079 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 22003e-07 lot number 21089075 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036 to identify any potential contributing factors for occlusion of this nature. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20119639 regarding item #22003e-07. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21089079 regarding item #22003e-07. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21089075 regarding item #22003e-07.

Event description:
It was reported that at least 3 bd alaris smartsite extension sets experienced flow issues. The following information was provided by the initial reporter: we have 3 different lot numbers that won¿t flush.